Manufacturer narrative:
Insulin pump received with button error alarm and intermittent esc button response due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker. (B)(4) .

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was 220 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.